Manufacturer narrative:
Investigation completed 6/20/17. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: oct-2014. A 12 month review using the following key words ¿faulty transducer¿ in the search criteria. This review encompassed dates 20-june-2016 to 20-june-2017. Twelve complaints contained in the search criteria. During investigation it was observed that the handpiece failure was due to faulty transducer serial number (B)(4). As part of the repair, the following parts were replaced: transducer (new c17098ie) and o-rings. Handpiece was calibrated and functionally tested within specification prior to being returned to customer. Conclusion: product was returned and the evaluation verified the complaint incident as valid. Root cause determined cause of the handpiece failure was due to faulty transducer. This is the 1st time that the handpiece was returned for repair.

Event description:
Error was displayed on the screen. Additional information received on 09may2017 with the following : on (B)(6) 2017, it was reported that a handpiece error was showing on the display. The handpiece was not used during the procedure and was not in contact with patient. The dysfunction was observed during testing of the unit in the operating room. The issue lead to an increase surgery in time by 30 minutes but there was no harm to the patient. The patient was already under anesthesia when the dysfunction was observed. A second handpiece was available to be used to perform the brain tumor removal .